Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-12990 knee scorpions top jaw broke off. This occurred during a case, a grasper was used to remove the broken piece. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
This report is being submitted to provide additional information in b5, h3, h6: health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1, g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error due to excessive force while grasping and/or prying/leveraging the device during use.

Event description:
Additional information was provided, it was reported that this occurred during a meniscal root case on 04/27/2023. The case was completed as planned with no delay or injury.